Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the respiratory override group could not be added to the 2 devices. A technical support specialist dialed into the es server, identified the issue related to reassigning the override group, and referenced the appropriate knowledge article title unable to reassign override group to a device. The required hotfix was retrieved from eft, transferred to the server, and applied by following the documented steps. The customer verified and confirmed that the required security group was successfully added to the designated stations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, could not add the respiratory override group to the 2 devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.